Event description:
It was reported that the surgeon was final torquing the blockers and the final torque broke.

Manufacturer narrative:
Visual analysis, device history review, complaint history review, risk assesment. Manufacturing records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. Inspection of the device confirmed it was fractured at the shaft. The material analysis determined that the device fractured in fatigue. It was confirmed that the device was manufactured in 2009 and is over 7 years old. The most likely cause of the customer reported event is normal wear due to extended use of the device, resulting in an eventual fatigue fracture.

Event description:
It was reported that the surgeon was final torquing the blockers and the final torque broke.